Event description:
Stryker prp kit did not spin down correctly. Wax did not separate. Surgeon notified and elected to use the product.what was the original intended procedure?right tka; infusion of autologous soft tissue transfer using prp by stryker.device #1is this a laboratory device or laboratory test?no.